Manufacturer narrative:
Per further information the reported event was not related to a product problem and the checkbox should be changed to blank. A medtronic representative reported that when pathology reviewed the sample, they didn't feel it was adequate to make a diagnosis so they wanted a second sample. However, the surgeon didn't wait for pathology to make a call on the sample and chose to close the patient and discontinue the surgery. The software investigation found that the reported event was unrelated to a software issue. Per the reported event there was no alleged inaccuracy. The software functioned as designed.

Manufacturer narrative:
On 08/08/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 08/09/2016 a medtronic representative, following-up at the site, reported it is unsure why no diagnosis. Another surgeon did a revision procedure on same the patient and biopsied with diagnostic sample. There was approximately 3 weeks between surgeries. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
On 07/21/2016, a medtronic representative received a report from a site, that a month earlier on (B)(6) 2016, a patient received a cranial navigus biopsy. That patient underwent a second biopsy procedure on (B)(6) 2016, as the original biopsy was determined not to have retrieved a diagnostic sample. The original biopsy was performed with a stealth inav portable system and there was no allegation of an inaccuracy at that time. This second procedure was completed with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.